Event description:
The pt received an scs system including an ipg on (B)(6) 2007. It was reported that although the pt has stimulation, he must add space between the ipg and the charging antenna in order to recharge the ipg. In an effort to resolve this matter, a spacing kit was shipped to the pt. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.